Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 40 mg/dl and loss of communication issue between insulin pump and the sensor. Customer was taken to the emergency room and given glucose injection. During troubleshooting for low blood glucose event it was found that the reservoir was showing less insulin than what was shown on the status screen. Customer had pressed/pushed/adjusted the reservoir while connected. Helpline reminded customer to never press, push or adjust the reservoir during fill, removal or handling process while set is connected to their body as it may result in unintended delivery of insulin which can cause hypoglycemia. The event involved product(s) mmt-5120d1. Troubleshooting was not performed for communication issue. The customer has been using the insulin pump system within 48 hours of reported event. The auto mode/smartguard feature was not used at the time of the event. No further patient complications were reported. Product return for mmt-5120d1 is not expected.